Manufacturer narrative:
Device evaluation has not been performed at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that during the procedure, the surgeon had set the biopsy needle to stop right at the tip, but the system stated he overshot the tip by 2.3mm. It was confirmed before the case that the biopsy needle was not part of the recalled products. The manufacturer representative confirmed that the system was functioning properly in the case and accurately showed the location of the biopsy needle. No known impact on patient outcome. On 2020-feb-28 it was reported that case was completed with the same biopsy needle. The allegation is on the instrument. The manufacturer representative suggested that the issue could be due to user error on measuring/ moving the stop as everything else seemed accurate.